Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her tampon came apart twice and tampon pieces remained inside of her. She also stated the same event occurred with her (B)(6) stepdaughter. She was able to remove all her remaining pieces on her own. Her stepdaughter visited a doctor, who removed the remaining pieces.